Event description:
Customer is hospitalized due to high blood glucose. The paramedics were called to for heart failure, his doctor is keeping him due to high blood glucose. The blood glucose reading at the time of the event was 237 mg/dl. Customer experienced shortness of breath and retaining water. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.